Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted we only received the tyvek of the reload. Pmv functional testing could not be done due to lack of physical product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. For the second firing, the surgeon tried to fire the device. However, a crack sound was heard and could not fire. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.